Event description:
It was reported that the patient presented with cardiac decompensation, water retention and high brain natriuretic peptides (bnp) during a routine follow up exam. It was determined that the device had reached elective replacement indicator (eri) suddenly after having a battery voltage of 2.96 at the previous follow up visit. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated high impedance in the battery. This device was included in that field action, and returned product testing found the device did perform as described in the field action. (B)(4).